Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had an unstable contact and experienced loss of angular image. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the air/water cylinder was discolored, plug unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, the image was not displayed due to corrosion on the plug unit, the endoscopic position detecting unit was not working due to wear of angle wire, the play of right/left know was out of standard value due to wear of angle wire, plastic distal end cover/probe cover had a scratch, and the adhesive on the bending section cover was detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.